Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The range for this rite testing was between 750.0ml - 828.2ml and in drain 1 the measurement was 828.8ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to fill 1, drain1 & fill 2, drain 2 volumetric exceeded the limits. The assignable cause was determined to be disintegrated piston foams, which were to be replaced during device servicing.